Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. This report is submitted on october 15, 2021.

Manufacturer narrative:
This report is submitted on june 28, 2021.

Event description:
Per the clinic, the patient experienced impact to the implant site and a subsequent loss of connection to the internal device. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.